Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. They were able to resolve it by disconnecting and reconnecting the tubing and reservoir. The customer also reported that they had received a failed battery test alarm. The alarm occurred after they changed the battery. Troubleshooting was not performed because it was a past event. There was no clear indication that the alarm was cleared. The customer's blood glucose level was unknown. The device will not be returned for analysis.